Event description:
Customer reported the pt's saturation dropped and was resuscitated. Manual ventilation was provided as back up ventilation. Pt condition unk. This issue is still under investigation

Manufacturer narrative:
Multiple attempts have been made to try and obtain further event info. Device error log have been received and there is no indication that the ventilator stopped cycling.